Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with leakage. There was no report of injury or medical intervention.